Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that when stocking the product into inventory, the customer noticed that the blister packaging appeared cracked and the sterility could be compromised. It is unknown if there was any damage to the box. The device in unopened packaging was set aside. The issue was found in inventory at the hospital and not during a procedure.

Manufacturer narrative:
(B)(4).batch # p92g7u. The device was returned in good physical condition. The reported damaged packaging material was not returned with the device. The device was connected to the gen11/pi key to test functionality. The device was functional and worked as intended. The damaged packaging was unable to be investigated as it was not returned with the device. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.